Event description:
Consumer reported that post implant a realize gastric band, her husband developed a port site infection. She stated that her husband went for his first fill on (B)(6) 2010. At that time, there was some redness at the port site, but the fill was done as scheduled by the surgeon. During the fill, the patient was stuck approximately six times when attempting to access the port. The next day the redness had spread across the abdomen and there was large nodule at the port site. The patient returned to the surgeon's office, and the surgeon advised that port needed to be removed due to infection. The surgeon wanted to remove the port in the office, but husband refused. The patient taken to the hospital where he was anesthetized and the port was removed. The patient was discharged home within one hour of port removal with antibiotics and wound care instructions. It is unknown if a culture was performed. The site is healing. The patient has resumed normal activity.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.